Event description:
Terumo medical received an FDA medwatch report # mw5184496. The event description states: "after stenting procedure was completed, licensed vocational nurse (lvn) and emergency medical technician (emt) were inserting angio-seal closure device into right femoral artery. All parts of the closure device were inserted per protocol and deployed correctly. Afterwards the entire angio-seal device would not come out of femoral artery. Cath lab physician called vascular surgeon, to come assess the patient. Patient was then transported to operating room, and the device was removed surgically.

Manufacturer narrative:
. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.